Event description:
On (B)(6) 2015, the reporter for the patient contacted lifescan (lfs), alleging that his onetouch ping meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged inaccuracy began on ¿(B)(6) 2015, 4:00pm¿.the reporter detailed that the patient had obtained a blood glucose result of ¿87mg/dl¿ on the subject device , compared to ¿67mg/dl on an unknown meter, performed within 30 minutes of each other. The patient manages his diabetes with insulin pump therapy and denied making any changes to his usual diabetes management routine as a result of the alleged inaccuracy. The reporter claimed that ¿2 seconds¿ after the alleged issue began the patient had developed the symptoms of ¿tired and shaky¿ and on ¿(B)(6) 2015, 4:02pm¿ detailed he self-treated with food and/or drink. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, their testing steps were correct and the blood glucose results were taken from an approved sample site. Cca also noted that the test strip vial was intact, the patients test strips were correctly stored and within their expiry date. Cca also noted that the patient did not have control solution to carry out a test. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop symptoms suggestive of a serious injury and the treatment received suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose accurately; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.

Manufacturer narrative:
Follow-up # 1 the lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips passed testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.